Manufacturer narrative:
Pt info unavailable. Per RMA, the psu was replaced and no further issues reported. No impact on pt outcome reported.

Event description:
Site called to report that the camera was intermittently tracking. Camera was adjusted and they were able to pick up the head frame and the probe at about 4 feet. Reported that they replaced the passive spheres, and re-aimed the camera and still had intermittent tracking. There was no impact on the pt.